Event description:
On (B)(6) 2021 the patient underwent endovascular procedure using the investigational gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. On (B)(6) 2024, during a follow-up imaging, a wire fracture was observed on the tambe aortic component. After further communication with the clinical study team, it was reported this wire fracture will be monitored at future appointments, and no reintervention shall be performed.

Manufacturer narrative:
H6: code c21: results pending completion of product history review. H6: code c20: the device remains implanted and, therefore, was not available for direct analysis by gore. An imaging analysis was performed for this subject. The following was provided by gore imaging: the device evaluation was performed based on what was reported to gore and angiogram images from the clinical study edc (electronic data capture). The imaging evaluation showed the following: a stent fracture can be seen on the anterior side of the device 2 rows below the left renal portal outlet. At this point, no root cause could be identified. Investigation into the root cause of stent fractures is ongoing, and this subject has already been captured within the scope of the investigation. Therefore, an additional CAPA request is not required. Reference capa101952. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated section g3/g4, h1/h2, h6, and h10. H6: code 19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.